Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 12-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending artery. A 2.25 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A synergy ii us mr 2.25 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage on the 4th proximal stent strut row, a stent strut was lifted. The undamaged distal section stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found kink at port bond. This type of damage noted most likely occurred due to excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.